Event description:
This is a spontaneous report by a nurse from the USA regarding a homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, a baxter clinical educator contacted baxter's corporate product surveillance (cps) to advise that a nurse reported a patient experiencing peritonitis after using homechoice peritoneal dialysis therapy. The patient complained of abdominal pain preceding the peritonitis. In (B)(6) 2010, the patient developed cloudy effluent. On (B)(6) 2010, the patient was hospitalized for peritonitis. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was cultured. The result of the culture was "no growth". The patient was started on antibiotic (unspecified) therapy. On (B)(6)2010, the patient was discharged from the hospital, and the event of peritonitis resolved. Pd therapy continued without any difficulties. The nurse reported that the patient had excellent technique so contamination wasn't considered to have been a cause of the peritonitis. The patient was retrained on technique due to the facility's protocol. No additional information is available.

Manufacturer narrative:
(B)(4).the actual sample was not available for evaluation.(B)(4)

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. At the time of reporting, it was unknown if the patient was hospitalized. On (B)(6) 2010, the patient was given remedial treatment with reflin 1.5gm ip and fortum 1.5gm ip. The root cause of the peritonitis was unknown. At the time of reporting, the peritonitis was resolving. It was unknown if the patient's remedial treatment with reflin and fortum continued. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.